Manufacturer narrative:
The account found the left head side rail weld is broke at the area where the latch block would connect and keep the side rail latched. This may be due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. Hill-rom technician support sent the account a complete side rail weldment which they will install to resolve the issue. Based on this info, no further action is required.

Event description:
The account reportd the left head side rail will not latch. The bed is located in a patient room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).